Event description:
The patient's groin was extremely scarred down from previous surgeries. Ansel sheath was advanced into the left common femoral artery and was stuck in scar tissue. The catheter was attempted to be removed, but was clamped down by the artery and was stretched, finally breaking into three pieces. Physician was called to do a small cutdown at the groin to free the sheath. After cutdown was performed, entire sheath was removed and manual pressure was applied at the site. Subcutaneous tissue was closed by the physician. Patient had no other complications.